Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding is determined to be use issue because the angioseal was added to perclose to the failure of proglide to control the bleeding and then the hemostasis is achieved by manual pressure. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Upon removal of the pump's sheath, the patient experienced bleeding and was treated with an 8f angioseal that was joined to the proglide; along with a pressure bandage used for closure.